Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and blank display on the insulin pump. Customer's blood glucose level was 43 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to remove the battery, allow the device to rest, place the battery back in and that they would receive a battery out limit alarm which was normal behavior. Customer was advised a replacement battery cap would be sent out and to monitor the insulin pump. Customer performed the self-test and passed.